Event description:
On (B)(6) 2012 the customer stated that they noticed a blood leakage from the outlet line immediately after started. (B)(4).

Manufacturer narrative:
(B)(4). The investigation showed that there was a fiber cracked. This could happen if the fiber is shrinking or the device gets an external stress. (B)(4).